Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the control printed circuit board was found defective and its replacement resolved the issue. Review of the provided device logs confirmed occurrence of the reported issue on the date of the event. The defective part has been requested for further investigation but has not yet been received. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check and generated a technical error code indicating a disabled ventilation during startup. There was no patient involvement. Manufacturer's ref. #: (B)(4).